Event description:
It was reported the lead had dislodged. During the repositioning, the helix would not extend or retract. X-ray showed the helix was not out all the way. The lead was then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fracture. The helix was fully retracted and the distal conductor was distorted and fractured within the connector. The full lead was returned and analyzed.